Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation and before use of the emboshield nav6 embolic protective system (eps), while loading the filter into delivery catheter (dc) pod, the tip of the delivery catheter separated into two pieces; therefore the filter could not be loaded. There was no device use and no patient involvement. There was no reported clinically significant delay in the procedure. A new emboshield nav6 was used to complete the procedure. No additional information was provided.

Event description:
Additional information: returned device analysis identified that there was no separation noted to the delivery catheter, rather the separation was noted to the core of the bare wire.

Manufacturer narrative:
Patient codes: device codes: internal file number - (B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The barewire was confirmed to be separated. The reported difficult to insert was not confirmed using a proxy barewire. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no similar incidents. The investigation was unable to determine a cause for the reported difficulties. It may be possible that the filter was pulled into the pod too quickly or with force causing the damage to the barewire and difficulty loading; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.